Manufacturer narrative:
The investigation of product damage (hole in catheter) has been completed. The returned product was inspected and blood was found in the red pump plug. A hole in the catheter was observed around the 35cm marking. The root cause of the product damage (hole in catheter) was most likely use-related as evidenced by the hole observed on the returned product. H6 medical device problem code 4008 was erroneously entered on the initial manufacturer device report number 1220648-2025-29048.

Manufacturer narrative:
A5, race, is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that while prepping the patient for impella 5.5 placement in a three point fixation, it was noted that there was blood leaking from the red plug. A new impella 5.5 was implanted to successfully support the patient.